Event description:
Customer reported the IV set male luer disconnected from the luer locking cannula female luer and blood was leaking from the luer locking cannula that was still connected to split septum connector. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported disconnection and leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.